Event description:
Per email: "the error occurred when my nurse started the pump and answered yes when asked if she wanted to start a new patient (had she said no she would've seen that the pump was preprogrammed with her patient specific info).she went ahead and entered all the info; incorrectly. She inadvertently chose 1mg/ml concentration as opposed to what was actually prepared, which was 10mg/ml. Our patient received 10x the prescribed dose for 4 hours and nearly died."